Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of won't turn on / off was due to the keypad. Replaced unresponsive keypad due to won't turn on / off based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. Device history review: a review of the device history record for sn 15660222 was performed from date of manufacture 08/09/2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device will not turn on / off. No patient involvement.